Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusion set coming off twice. Patient decided to take off the infusion set/pump and will hold off on continuing using the pump as they would like to wait until there are in a better mental state to continue. No further information available.